Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, in the middle of the procedure, the device was difficult to open. A 5mm or smaller tissue was grasped. They replaced a new handpiece to complete the case. There was no patient injury.